Manufacturer narrative:
A ge rep evaluated the system and replaced the rtos, gpos, image processor, hard drive, and reloaded software. System operates as intended.

Event description:
Customer reported the fluoro indicator light remains on, but no fluoro, the system locks up, and the lead collimators are 90 degrees off from the display, and the system needs to be calibrated. No pt injury was reported.